Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope and the burn on the cover was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had foreign material on the distal end plastic cover and the distal end plastic cover was burned. There was no patient involvement.